Event description:
A surgeon reported that during a glaucoma filtration surgery, the shunt would not dislodge from the delivery system. A back-up shunt was used to complete the surgery; therefore there was no delay in the procedure or harm to the patient.

Manufacturer narrative:
The product was not returned for analysis. There were no other complaints reported in this lot. A root cause could not be determined. (B)(4).